Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the reported issue. The air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The air detector was replaced and the device then passed all testing.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector was damaged during testing. There was no patient involvement.